Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt). It was noted that the right ventricular (rv) lead appears to exhibit undersensing. It was also noted that the left ventricular (lv) lead had historically high capture threshold measurements. It was further reported that the right atrial (ra) lead appears to be occasionally undersensing during atrial tachycardia/atrial fibrillation (at/af) events. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1qq crtd; 6935m62 lead; 5867-3m adaptor implanted: (B)(6) 2023/ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.